Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed an electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy on 8mm maryland bipolar forceps instrument was not working. The cautery cords were replaced without any improvement. The procedure was completing as planned with no reported injury.